Event description:
The hospital reported that during a coronary artery bypass procedure using heartstring seal, the surgeon pushed the plunger to deploy the seal into the aortotomy and immediately noted that the seal had already unraveled. A second seal was loaded and used with the same result. Replacement heartstring seals were used to complete the procedure. No pt complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the occurrence date because the lot # was unk. There was no nonconformance associated with the lot number. (B) (4).